Event description:
It was reported that bd as lvp 20d 2ss cv tubing has a hole. The following information was provided by the initial reporter: tpn IV tubing found to be leaking on floor. Found hole in soft rubber portion that goes into pump.

Manufacturer narrative:
Investigation: the customer reported the tubing was leaking from the pump segment, and returned one used sample of material 2420-0007, lot 24015351. The set was visually examined, and with an infusion of water the leak in pump segment was found. Leak was from a cut in silicon tubing near lower fitment, and complaint is verified. The root cause was confirmed by the manufacturing plant to be unrelated to their process. The potential root cause is related to use, with improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. Device history record review for model 2420-0007 lot number 24015351 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.